Event description:
It was reported that the device was showing error code 4222. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 42221 only occurred once. Functional testing was performed, and the error code 42221 is a software timing error where the software needs to be reinstalled. The software was reinstalled and the pump then passed all testing.b3. Date of event: unknown. No information has been provided to date.